Event description:
It was reported the patient ((B)(6)) experienced numbness and ineffective stimulation. Diagnostics did not show any impedance issues. X-rays were taken and revealed the lead had migrated. The numbness ceased when stimulation was turned off. Surgical intervention may take place at a later date.

Event description:
Additional information indicated surgical intervention was undertaken and the lead was removed and replaced. Therapy was restored and the patient is no longer experiencing numbness.